Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was found unresponsive on (B)(6) 2018 for unknown reasons. The emergency room doctor contacted the patient's managing physician to interrogate the pump. There was nothing found in the pump logs. The pump was turned to minimum rate. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - with injury, with the injury specified to be the unresponsiveness. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the cause of the patient's unresponsiveness was unknown. It was further reported that the patient's pump did not cause or contribute to the patient's unresponsiveness. It was unknown if the patient's status improved once the pump was turned to minimum rate. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.